Event description:
The complainant reported the patient was on impella cp support and they had track oozing after the implant. Mattress sutures were placed, pressure dressing was applied, and a femstop was placed. The femstop was attempted to be removed, but it was replaced due to bleeding. Support continued. Additionally, the patient had hemolysis on support. The patient's lactate dehydrogenase was 989 and the patient's plasma free hemoglobin changed from 25 to 460. Two units of blood products were given to the patient. Furthermore, the patient was not on anticoagulation due to having a bone marrow transplant. There was a clot that was ingested into the pump and the pump was explanted. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of access site bleeding, hemolysis, and thrombus has been completed. The impella device was not returned for evaluation. Access site bleeding: pump was not returned for investigation. As per clinical information provided, there was heavy superficial oozing at impella site and oozing resolved with mattress suture and fem stop above site. Steep angle on device. Locked at 85cm. The cause of the access site bleeding issue was most likely use related related due to mattress sutures resolving bleeding. Hemolysis: pump was not returned for investigation. Data logs were returned and it was observed that before hemolysis, there were suction alarms as well as motor current spikes observed. There was a false "impella in aorta" alarms and rise in pump flow at the same p-level. These symptoms are that of a biomaterial ingestion. Therefore, the root cause of the hemolysis issue was most likely biomaterial. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Optical signal issue: data logs were reviewed and several suction alarms were observed during case. Motor current (mc) spike greater than 1200 ma was found on 8/23/25 and post that several impella in aorta alarms were seen. The placement monitoring was disabled later to confirm that it was false position alarms. Impella position in aorta alarm found post mc spike with no speed deviation. Lvp waveform being decoupled after ingestion and leading to false aorta alarms. The cause of the optical signal issue was most likely biomaterial triggering false alarms based on log analysis and clinical review. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.